Manufacturer narrative:
(B)(4). Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: 2019-09-28, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the physician deployed the ipg but had difficulty retracting it back into the device cup of the delivery system after several attempts. The physician was finally able to pull the ipg out. A new delivery system and ipg were used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.